Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the mid left anterior descending artery, a 3.0x23 mm xience alpine stent delivery system (sds) was advanced but could not cross the lesion due to the patient anatomy. There was no interaction of devices. The sds was removed with resistance from the patient anatomy. A non-abbott sds crossed the lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.